Manufacturer narrative:
It was reported that "the motor started having issues about 2 months ago and sometimes the bed won't move at all. It was further reported that all plugs on the bed had been checked and were secured correctly. Then reported that they felt the motor was giving out. Additionally, it was reported during troubleshooting that the head section of the bed was operating intermittently, while the other bed functions appeared to be working properly. And the remote was inspected and appeared to be in good condition with no exposed wires. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the motor started having issues about 2 months ago and sometimes the bed won't move at all."